Manufacturer narrative:
Root cause: the article does not suggest a causal link with the vitrectomy device. (B)(6). Retinal detachment after small-incision, sutureless pars plana vitrectomy; possible causative agents. (B)(4).

Event description:
An article published in graefes arch clin exp opthalmol reports a retrospective analysis of the possible causative agents for retinal detachment following small-incision, sutureless pars plana vitrectomy. Some of the pts in this analysis had undergone vitrectomies using the millenium vitrectomy equipment mfg by b+l. The article concludes that in most cases the retinal detachments were not caused by the sutureless technique itself, but were rather due to the pt's underlying pathology or due to new retinal tears that were not in proximity of the sclerotomies.